Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of the olympus china, omsc surmised that the reported phenomenon was attributed to the failure of the electrical circuit board of the front panel. Also based on the things which there is no occurrence of the same failure in the previous cases and there is no multiplicity, it might have been occurred due to accidental failure of the component. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) was informed from the user that the subject device displayed the error e313 during the preparation of the laparoscopic cholecystectomy. The user completed the procedure with the subject device. The service department of the olympus (B)(4) checked the subject device and found that the exterior and inside of the subject device had no abnormality. Also the error e313 was duplicated but the image output from the subject device was displayed without problem. Furthermore the service department of the olympus (B)(4) identified that the error e313 was attributed to the failure of the electrical circuit board of the front panel. There was no patient injury associated with this report.